Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
A device was returned which appeared to be an implant attempt device. No specific complaint was made against the device. Follow-up with the physician's office did not yield any additional relevant information. No patient complications have been reported as a result of this event.